Event description:
It was reported that this unit had a self test failure.

Manufacturer narrative:
The device is an automatic external defibrillator (AED). The actual device was returned by the user. Evaluation by welch allyn could not duplicate the stated problem that the device had a "self test failure". Since the reported problem could not be duplicated, the cause of the complaint could not be positively determined. The result codes utilized (710 & 665), indicate that during device testing that no failure of the device identified and that if performed to specifications. After routine updates and maintenance, the device was fully tested and passed all performance and release testing.